Event description:
Customer alleged that the isolation transformer had an electrical burn smell. The device was not being used in a patient procedure at the time of the complaint.

Manufacturer narrative:
(B) (4). The complaint was verified. The cause of the transformer sparking was identified as a broken solder joint in the power supply circuit.